Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure valve was replaced, and the main manifold and scavenger chamber were cleaned to resolve the reported issue. The customer contact reports there is no patient information available.

Event description:
The hospital reported an over delivery of pressure to the patient circuit. There was no report of patient injury.